Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a solent omni catheter system. The pump, shaft, and tip were microscopically examined. There were numerous kinks. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An angiojet® solent¿ omni catheter was selected for use in a thrombectomy procedure treating a lower extremity artery. The catheter primed just fine. The physician began thrombectomy, about 30 seconds a ¿check saline error¿ occurred and noticed that there was saline spraying all over the inside of the console drawer. The procedure was completed with a second omni catheter. No patient complications were reported and the patient was fine.